Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to flattened down arrow dome switch. Analysis was unable to perform prime/ compromised force sensor test due to button anomaly. No traces of moisture noted at electronic or motor assemblies per visual inspection. The pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a button error alarm and high blood glucose. The blood glucose at the time of the incident was 300 mg/dl. The customer treated for the high blood glucose using alternate pump. The button error did not occur right after the pump was exposed to moisture. Troubleshooting was not performed. The device will be returned for analysis.